Event description:
It was reported that during a faraview pvi (pulmonary vein isolation) procedure for atrial fibrillation (af), the faradrive steerable sheath was flushed prior to insertion. Once left atrial access was obtained and the farawave device was inserted into the faradrive sheath, aspiration was performed, and air bubbles repeatedly filled the side port during multiple aspirations. The sheath was subsequently exchanged, after which no further issues were observed. There were no patient complications reported, and the patient is expected to fully recover. An alternate device was used to complete the procedure.